Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of black pieces coming into hose and into the machine related to a CPAP device's sound abatement foam. Patient alleged to develop pleurisy. The patient was prescribed antibiotics in response to the reported event. The device was returned to the manufacturer's quality product investigation laboratory for investigation. Investigation was able to confirm the presence of degraded sound abatement foam residue. Minor dirt/dust contamination on top and bottom enclosures, ui panel, rear panel, sd cover flip door, blower, blower box, p4 power connector was observed. Hair like substances were found on the inside of top enclosure and inside rear panel. Investigation confirmed the presence of degraded sound abatement foam using a fitt and the associated procedure. Investigation can confirm the presence of degraded sound abatement foam residue. Section d8, d9, h2, h3 and h6 has been updated.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop pleurisy. The patient was prescribed antibiotics in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.